Event description:
Boston scientific received information that this patient¿s left ventricular (lv) lead was causing the patient to experience diaphragmatic stimulation. Upon interrogation, the lv was found to be not capturing at maximum outputs, however no asystole was noted. A decrease in pacing impedance measurements was also observed, but nothing out of range. The physician suspected the lv had dislodged as there was also a drop in sensing displayed on the lead trending data. The lv lead was programmed off and the patient will continue to be monitored for the time being. The lv remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.